Event description:
It was reported that the user experienced hyperglycemia with blood glucose levels rising after a breakfast meal announcement and remaining above 180 mg/dl for several hours, peaking at approximately 350 mg/dl, while using an ilet insulin pump with a cd 23" 6 mm infusion set; the user changed supplies and insulin delivery resumed without noted hardware issues, and subsequent follow-up confirmed blood glucose improvement. Symptoms included elevated blood glucose. Outcomes included no use of backup therapy, no ketone testing, no need for assistance, and no medical intervention. Investigation included complaint handling, user interview, and troubleshooting with education. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hyperglycemia. It was concluded that the event was user-reported hyperglycemia with cause unclear and no adverse health impact. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.